Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w (B)(4) was received used, opened without the original packaging, lot# was not confirmed, stapler was received with remaining staples (staples in good condition but separated). During visual inspection, the components look well assembled and the trigger component was pre-activated and no staple stuck in the tip of the cartridge. The root cause for this issue is unknown since the trigger components were received pre-activated & the cycle of activation was incomplete. Failure mode stuck in stapler was confirmed with sample received during visual inspection. A functional inspection was performed with remaining staples (5) & no quality issues were found during the activation; although staples are separated, this condition did not affect the release of the staples. The failure mode stuck in stapler reported could not be duplicated, the device worked properly. Therefore, corrective actions are not required at this time. The manufacturer will continue to monitor trending of similar complaints.

Event description:
It was reported that during the stapling the staples worked once and then got stuck. The surgeon replaced the stapler. The patient's condition was reported as unknown.

Event description:
It was reported that during the stapling the staples worked once and then got stuck. The surgeon replaced the stapler. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.